Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the data points on the continuous glucose monitor graph were incorrect. Troubleshooting with tandem technical support was performed and the reported issue was resolved, customer's blood glucose was 65 mg/dl.